Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert new sensor occurred. Data was evaluated and the allegation was not confirmed. The probable cause was not found. The reported event of insert new sensor is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.